Event description:
It was reported that the device was in use with patient for infusion of blicynto and the device leaked at the filter. The reporter stated the device had to be replaced to continue infusion. No adverse effects to patient reported.

Manufacturer narrative:
Evaluation results: one cadd prizm vip pump was returned for investigation in good condition. The customer's administration set and bag were not returned with the pump. A review of the event history log evidenced the following: "power down, 22:01 (B)(6) 2019, 037> 9 volt battery depleted, 22:01 (B)(6) 2019, 9 volt battery low, 17:20 (B)(6) 2019, pump powered ll0, 14:46 (B)(6) 2019, 040> infusion volume remaining 2140.6 ml, 14:46 (B)(6) 2019 " the customer reported product problem was not evidenced in the event history log. The product problem was not replicated during testing. No fault was found with the device. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.